Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the patients who come in for scheduled infusions were not connected to a pyxis when they come in for infusions. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not linking to the station. A technical support specialist (tss) connected to the station to check for any errors and confirmed that communication between the station and the server was current with no delays. The tss identified three patient encounters the oldest visit (ending 769) remained active with orders, while the other two were discharged. Orders were originally sent to the active 769 visit, and when issues occurred, rx created visits ending 194 and 599. Because the 769 visit was still active and assigned to the ed, which has a 3 day inactivity limit and orders did not flow, and the patient was dropped after 3 days of no activity. The tss advised admitting the patient to a longer term care unit with a higher inactivity limit and then discharging the active encounter. The tss had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user stated that the patients who come in for scheduled infusions were not connected to a pyxis when they come in for infusions. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.